Manufacturer narrative:
There is no evidence of device malfunction. The cycler alarmed appropriately to the presence of air. Air alarms at the start of treatment are typically due to inadequate air removal during prime or air entering the system when making pt connections. Facility staff has been notified. There have been no similar problems reported subsequent to this event. Nxstage medical considers this report closed. No add'l info will be provided.

Event description:
A venous air alarm occurred at the start of a routine hemodialysis treatment, which could not be resolved by the operator. A partial rinseback was performed resulting in an estimated blood loss of 175cc. Hgb decreased from 10.0 g/dl on (B)(6) 2010 to 8.7 g/dl on (B)(6) 2011. The pt's standard epogen dose was increased and the pt was scheduled for IV iron. No other medical intervention was required.